Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure was reported. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported that she passed out on (B)(6) 2024 and the patients daughter called an ambulance. When the ambulance arrived the patients, glucose was taken and was 30 mgdl. The patient regained consciousness after 10-15 minutes. When the patient woke, that was the only time she realized that the sensor failed. The patient was given glucagon through intravenous (IV) by emergency medical technicians (emt). The patient declined further medical evaluation or intervention. The patient was ok at the time of the report. No other details were documented. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.